Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. Patient 1 using meter serial number (B)(6): at 12:10, the result was 62 mg/dl. At 12:10 am, the result was 114 mg/dl. At 12:21 am, the result from the laboratory was 48 mg/dl. Patient 2 on (B)(6) 2024: at 8:17 pm, the result using meter serial number (B)(6) was 345 mg/dl. At 8:22 pm, the result using meter serial number (B)(6) was 115 mg/dl.

Manufacturer narrative:
The quality control and linearity passed. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.